Event description:
It was reported that vessel perforation occurred. On (B)(6) 2012, ablation was performed. The 95% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery. A 1.25mm rotalink¿ plus was advanced to treat the lesion. Ablation was performed four times with the speed of 160,000 to 180,000 rpm and was slowed down by 5,000 to 8,000 rpm; however, it was noted that vessel perforation occurred. The device was removed from the patient without problem and perforation was treated with long inflation of a non-bsc balloon catheter and administration of protamine. "Physician's comment on the cause of perforation [was] due to severe calcification and severe tortuosity." The patient's status was stable and was discharged from the hospital a week after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).